Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display followed by an unexpected constant tone alarm due to a faulty connector on the interface board. No alarm for a reset error could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 214 mg/dl. The customer reported an unexpected restart from the insulin pump. The customer also reported a constant tone from the insulin pump before the insulin pump froze. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer also reported scratches on the case of the insulin pump. The customer reported that the display of the insulin pump did not come back on. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.